Event description:
Customer reportedly had difficulty ventilating patient. It was initially thought that the cause was patient related. The patient reportedly went into cardiac arrest and was successfully resuscitated. Customer reportedly reviewed the avance logs and noted high peak pressure alarms, sustained pressure alarms, apnea alarms, and o2 flush failure. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.